Event description:
A reporter called to report that her daughter's epinephrine auto-injector yellow stop collar is missing when she received it. She also said she has received a recall letter from the manufacturer.